Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient began feeling like he was going to faint and was lightheaded. The patient¿s cgm was reading 150 mg/dl, and the bg meter was reading 70 mg/dl at the time. The patient self-treated by drinking juice. At an unspecified time later, the patient had a seizure and lost consciousness. The patient¿s mother called emergency medical services (ems). The patient regained consciousness on his own before ems arrived. Once ems arrived, the patient¿s cgm was reading 130 mg/dl, and the bg meter reading was 50 mg/dl. Upon recheck, the patient¿s cgm was reading 120 mg/dl, and the bg meter was reading 54 mg/dl. Ems did not provide the patient with any medication or treatment, as it was reported the juice the patient drank was starting to raise his bg level. Before ems left the patient, the patient¿s cgm was reading 80 mg/dl, and the bg meter was reading 111 mg/dl. The patient changed his sensor and was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.